Manufacturer narrative:
Only photo was returned. Returned photo1 shows what appears to be a scratch or mark or line on the optic surface. Based on our observation of the attached photo, there appears to be a scratch or mark or line on the optic surface. A definitive determination of damage cannot be made without the evaluation of the physical product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, optic was scratched by the injector. Additional information has been requested.